Event description:
Called to room [redacted] to start a newborn baby on CPAP [continuous positive airway pressure]. Placed the patient on nasal CPAP 6 40% oxygen via nasal mask with tv100 transport ventilator. Patient began to desaturate and became cyanotic after approximately 3 minutes. Fio2 [fraction of inspired oxygen] increased to 50%, then 60%, then to 100%. Patient had bilat breath sounds and all tubing was connected correctly. The oxygen tank was connected appropriately and turned on. We then noted that although the ventilator was set to deliver 100% it was analyzing the inspired gas at 21%. Patient was moved back to the t-piece resuscitator on CPAP 6 50% with return of saturations to normal range and color improved. The tv100 was powered down and restarted and then delivered the set fio2. Patient placed back on tv100 and transported to ICU without incident. Manufacturer response for transport ventilator, tv100 (per site reporter).